Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the urinary retention began on (B)(6), and on early am on (B)(6), a bladder scan showed >800 ml x2 and a ua was negative for infection. The foley was removed on (B)(6), urine continued to be retained overnight, and the patient was straight cath x2. It was noted that the event was possibly related to the device or therapy, not related to the implant procedure, and likely neurologic as it occurred during hospitalization for tia with acute change in voiding function; the clinical diagnosis was an adverse change in voiding function. Diagnostics performed included an examination and bladder scan which showed pvr >586 ml and a distended and tender abdomen. The patient¿s daughter brought in the handheld programmer and lowered the device settings. The event resulted in prolongation of existing hospitalization, and the outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was hospitalized for (B)(6) 2018. During the hospitalization, the patient experienced urinary retention which the doctors thought was related to the device. No further complications were reported/anticipated. No further complications were reported/anticipated.